Event description:
It was reported that post a medical procedure, this cardiac resynchronization therapy defibrillator (crt-d) device interrogated and found to exhibit oversensing of electromagnetic interference (emi) noisy signals. The health care professional (hcp) called technical services (ts) and requested further review of the presenting electrogram (egm). Ts reviewed the stored episodes and was able to determine that the oversensed noisy signals appeared to have been recorded at the time of the procedure. Ts discussed the findings with the hcp. At this time, no adverse patient effects were reported. The device remains in service.